Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact pt by phone. The pt claimed that she obtained actual readings of 429 and 318 mg/dl on the reported meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The pt said she took an increased dose of insulin as a result of the product issue. However, the blood glucose reading upon which the increased dose was based was not specified. Information was not provided regarding the insulin type and dose taken. The pt claimed she felt sleepy and shaky 4 hours after the alleged issue. She denied receiving treatment. A control solution test could not be performed because the pt did not have control solution. The pt's products were replaced. This complaint is reported because the pt alleges the lfs product read inaccurately erratic, she took and increased dose of insulin due to the issue. Afterward, she claims she was shaky which is a symptom that can be typically associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) had requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) the do not pass inspection in a supplemental report.